Manufacturer narrative:
According to the information received from our field service engineer (fse) the ventilator failed pressure transducer test. The reported issue has been confirmed during evaluation of received problem description. Customer contacted third-party company to perform maintenance. After replacing the pressure transducer pc board the unit began to work. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined. (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).